Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported the pt experienced a subdural hematoma following a motor vehicle accident (mva) a few days prior. Support was withdrawn and the pt expired.

Manufacturer narrative:
The pt expired. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.